Event description:
It was reported that a cartridge alarm occurred, specifically alarm 30. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, as the customer had experienced consecutive cartridge alarms. The customer was instructed to use an alternate method for insulin delivery if necessary, and a replacement pump with updated software was sent by technical support. The customer was informed about programming settings and connecting the cgm to the new pump and agreed to return the problematic pump to tandem within 10 days using the provided return box and pre-paid label to avoid being billed.